Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. A clear fluid leak was observed. Partial rinseback was performed, resulting in an estimated blood loss of 160cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback in a timely manner as instructed in the user's guide. The disposable cartridge was not received for eval. The exact cause of the leak cannot be determined. The user's guide provides adequate instructions for troubleshooting system alarms and performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage considers this report closed. No additional info will be provided.